Manufacturer narrative:
Additional information: b1, h1, h6 and h11. The device was not received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Review of the sharesource therapy file revealed no excessive fill or drain volumes indicative of increased intraperitoneal volume (iipv). The reported issue was not verified. The cause of the condition could not be determined. Based on additional information received, homechoice claria was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an automated peritoneal dialysis (pd) patient experienced feelings of being bloated, difficulty breathing and nausea during dwell 1 of 5. The patient was connected to the homechoice claria device at the time of the events. The patient ended therapy and performed a manual drain. According to the patient, draining relieved the symptoms and they were feeling better. Renal therapy services (rts) reviewed the therapy log and the program. No recent change in the program was observed. Rts initiated the swap of the device and continuous ambulatory peritoneal dialysis (capd) was discussed. No additional information is available.